Event description:
Caller reported blood glucose results of 347 mg/dl, 201 mg/dl, and 157 mg/dl on the advantage system within 10 minutes. Customers reported no symptoms or adverse event relative to these discrepancies. A request was made for the return of the system, replacement was sent.